Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device trocar broke in the passage of the clamp. There was no patient involved in this event. The device is expected to be returned for evaluation.